Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultralink meter read inaccurately high compared to another device. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported that the alleged inaccuracy began on (B)(6) 2014 between ¿7:30-8:30 a. M.¿ on (B)(6) 2014 at 2:17 a. M. The patient obtained a blood glucose reading of ¿93 mg/dl¿ with the subject meter and ¿69 mg/dl¿ with another device (ultra 2), performed within 30 minutes of each other. On (B)(6) 2014 at 4:33 a. M. The patient obtained a blood glucose reading of ¿59 mg/dl¿ with the subject meter and ¿41 mg/dl¿ with another device (ultra 2), performed within 30 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages her diabetes with an insulin pump. It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient stated, 4 ½ hours after the alleged issue occurred, she developed symptoms of ¿extreme low, nervous, shaking, and sweating¿. The patient self-treated with food and/or drink. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/15/2014), the patient¿s meter has been returned on 8/28/2014 and evaluated by lifescan product analysis on 9/2/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.